Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient was diagnosed with myocardial infarction and stable angina. Subsequently, the index procedure and coronary angiography were performed. The target lesion was a de novo lesion located in the mid right coronary artery (rca) with 90% stenosis and was 18mm long with a reference vessel diameter of 3.0mm. The lesion was treated with pre-dilatation and placement of a 3.00x20mm promus element¿ plus stent. Following post dilatation, residual stenosis was with 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient presented with an onset of substernal chest pain and was radiating to left arm. Subsequently, the patient was referred for cardiac catheterization. The following day, coronary angiography was performed and revealed two discrete lesions in proximal rca. Lesion #1 with 95% stenosis at the proximal margin of the stented segment and lesion #2 with 90% stenosis at the site of the prior stent , 20% stenosis in mid portion, minor luminal irregularities in distal portion, right posterior descending artery (pda), 1st posterolateral segment and 2nd posterolateral segment. The patency of the study stent revealed isr of the study stent. Two days after, 90% isr of the study stent was treated by performing coronary artery bypass graft (CABG), which include saphenous vein graft (svg) to right pda in an end to end fashion. CABG was also performed in left internal mammary artery (lima) to distal left anterior descending (lad) artery and svg to first diagonal branch. Eight days post procedure, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel.